Event description:
Information was received that the cadd prizm pump is alarming error code 10102. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd prizm pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition. The review of event history log could not be downloaded. Functional testing included use testing. The pump was powered on and it immediately alarmed error code "10102". The customer's reported problem 'e10102' was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was attributed to the corrupt software applications installed in the pump.

Event description:
Information was received indicating that there was no patient involvement during the reported event.